Manufacturer narrative:
This ipg serial number is associated with (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported that her stimulation started to randomly shut off by itself. The sjm rep is working with the pt to resolve the issue. No further info is available at this time.